Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on the 28th may 2009 and performed to specification up to the 29th january 2012. The device records temperatures below the recommended operating temperature. The device failed a self-test due to a low battery on the 5th february 2012 and remained in fault mode until 1st february 2013, when the device was returned to a warmer environment and a fresh pad-pak was installed. Between the 5th-6th june 2015 the device records multiple manual power ups one of 10 minutes duration. Investigation found the reported fault can be attributed to membrane failure due to adverse storage conditions. The manual power ups would suggest the device was switching on automatically and the user intervened by turning the device off, either by removing the pad-pak or via the on/off button. Therefore only one ten minute manual power up was recorded. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. This would confirm the failure fo the returned membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.